Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not close completely and clips fell off. The case was completed with a second device of the same product code. No bleeding or leak was reported and no patient consequences reported. Device was discarded.

Manufacturer narrative:
(B)(4).